Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: ¿breast tissue expanders and implantable cardioverter-defibrillator: an unusual interaction.¿ heart rhythm case reports. 2015; 1:167¿168. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this patient's implantable cardioverter defibrillator (ICD). Of note, the patient was in the process of breast reconstruction due to a right-side mastectomy from breast cancer and had a breast tissue expander (bte) implanted as part of the reconstruction process. The patient also underwent the implant of a single-chamber implantable cardioverter defibrillator (ICD) for the chemotherapy-induced cardiomyopathy. The article indicated that the patient was admitted to the hospital with sign and symptoms of "anasarca, severe exertional dyspnea and orthopnea." The patient also reported hearing a "peculiar high-pitched sound" that lasted a few seconds coming from the left side of the patient's chest and when the patient leaned forward or raised the left arm. Of note, the author stated that the patient was non-compliant with taking the prescribed medications for heart failure. The device was interrogated and this revealed all functions were within normal limits. There were no alerts noted. However, when the programmer head was placed over the patient's device the sound that the patient had been hearing was reproduced. The sound was determined to be the magnet tone of the ICD. It was determined that these movements brought the patient's device and bte closer together, which caused the magnet mode conversion tone. The article also indicated that along with the device tone, all antitachycardia therapies were "temporarily suspended." Subsequently, the patient had the btes replaced with silicone implants and was transferred to a long-term care hospital for further treatment. The device appears to be still in use. Additional information was obtained through follow up with the author who indicated that there were no issues with the device and it was the "proximity of the breast tissue expander and the device causing the stated effects." No patient complications have been reported as a result of this event.